Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported diagnostics indicated high impedance readings for the lead placed at the l2 vertebral location. X-rays were taken and the lead was found to be fractured. Physician said the lead was fractured in the area that was in the subcutaneous area rather then the epidural area and felt it might be due to the patient's smaller size. The lead was removed and replaced. No complications were noted during the procedure. Postoperatively, the patient is reportedly reeiving effective therapy.